Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc). No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc). No adverse patient effects were reported. At this time, this lead remains in service. Further information was received that this lead was explanted and replaced due to loc and high capture thresholds. No additional adverse patient effects were reported. It is not expected to receive this lead for analysis since it was disposed.